Event description:
Nearly passed out while working. I am a small owner which my primary business is sourcing at or local "shops". While doing my normal, weekly sourcing trip ((B)(6) location), I nearly fainted and had to discontinue working that day altogether. I threw up later. I have never ever felt this while working. I had not been sourcing for months, went out for the day to work, and could not carry on. The mask has made it complicated unrealistic to sift through hundreds of pounds of clothing without overheating. I have been sourcing since, I experienced a similar situation in (B)(6) as well on 2 separate occasions in (B)(6) 2021. FDA safety report ID # (B)(4).